Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains implanted in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the instructions for use, eecss, xience sierra, FDA as a potential adverse event associated with percutaneous coronary intervention (pci) treatments/procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a xience sierra stent was implanted on (B)(6) 2019. On (B)(6) 2019, the patient was re-hospitalized with chest pain. It is unknown what treatment was provided. No additional information was provided.